Event description:
Unomedical reference number 1537365 event occurred in the united states it was reported that an (B)(6)-year-old female child patient experienced high blood glucose level due to a kinked cannula. Therefore, they tried to treat it with a bolus via the pump, but on (B)(6) 2022, she went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 395 mg/dl and the infusion set had been used for one and half days. The patient had moderate ketone level which was not assessed as dangerous/life threatening by the healthcare professional. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Further, on (B)(6) 2022, the patient again faced a kinked cannula symptoms/issue noticed three hours after insertion. Therefore, her blood glucose level was 600 mg/dl at the time of the event which they tried to treat with correction injection via multiple daily injections. The patient had moderate ketone level which was not assessed as dangerous/life threatening by the healthcare professional. The infusion had been used for one and half days. Moreover, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.